Event description:
The ez35w was used during a laparoscopic appendectomy. The surgeon fired the device over the base of the appendix and had significant bleeding once he released the instrument. 10/15/96 electrocautery was used to control the staple line bleeding. There was no consequence to the pt.